Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer initially reported having issues with the sensor and no faults were noted during troubleshooting. The customer had no symptoms were mentioned and the customer is treating it with the insulin pump. Customer was advised to monitor the insulin pump and call the hotline back if issues persist. Nothing was returned and no replacements will be sent.